Event description:
It was reported that the target lesion was in the mid to distal right coronary artery (rca), with moderate tortuosity and heavy calcification. The lesion was eccentric, and de novo with a 90% stenosis. Pre-dilatation was performed with the 3.0 x 15 mm trek for a total of 3 times at 12 atmospheres for 30 seconds; however, the balloon ruptured during the 3rd inflation. There was no reported resistance during advancement or retraction of the device from the patient. A xience v stent was deployed successfully to complete the case. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail 6f ir. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. The product was not returned for analysis and may have aided the investigation. However, there was no report of any leaks noted during preparation for use and the balloon was initially pressurized twice without incident, which indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, heavily calcified and 90% stenosed, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon the third inflation attempt, the balloon ruptured. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the investigation and the information provided, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.